Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a rf3000 radiofrequency generator was used during a hepatic radiofrequency ablation (rfa) procedure. According to the complainant, during the procedure, the active tone could not be heard at the maximum volume. However, there was no other reported issue with the device and the procedure was able to be completed with this generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: the device was returned to the bsc (B)(4) technical service center. The generator was subjected to functional testing, including a display check, an error display check and an output accuracy check; no issues were found. Electrical safety testing included leak electric current measurements, grounding resistance measurements, input electric current measurements, and a drop test. The device was within specifications. The complaint was not confirmed. The returned device showed no evidence of either the alleged issue or any other defect which could have contributed to the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified serial number.

Event description:
It was reported to boston scientific corporation on october 15, 2013 that a rf3000 radiofrequency generator was used during a hepatic radiofrequency ablation (rfa) procedure. According to the complainant, during the procedure, the active tone could not be heard at the maximum volume. However, there was no other reported issue with the device and the procedure was able to be completed with this generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.